Manufacturer narrative:
The lens was not fully implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model pcb00) was halfway into the patient's eye when the injector jammed and the surgeon could not advance the lens completely into the eye. Reportedly, the surgeon removed the cartridge and then the lens from the eye manually. No incision enlargement, no anterior vitrectomy was performed, no sutures were used. Another lens of the same model and diopter size was inserted without difficulty. The patient was reported as stable post-op. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/18/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the plunger was in an advanced position and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed. A lack of lubricant material was observed in the device. No lens was received in or out of the device. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.